Event description:
Two cnas were transferring resident from a chair to the bed in her room. She was lifted up and moved over to the bed. When she was positioned over the bed, the hanger bar came off of the lift. The resident was still in the sling on the hanger bar when she landed on the bed. Her mouth hit somewhere against the hanger bar, causing the abrasion. (B)(4).